Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device was unable to complete start-up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.